Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump alarmed and had a blank display. Troubleshooting was performed. The customer stated that the device was exposed to moisture while shopping at the mall. The battery was changed and the insulin pump had unresponsive buttons. No further info was provided.